Event description:
It was reported that the patient underwent a minimally invasive spinal surgery at l5-s to treat stenosis. It was reported that the rod would not pass through both screw heads on the left side. As a result, a new incision was added to the patient to insert the rod, and the surgeon was able to complete the procedure without any further incidents. Per the report, the surgery time had been extended about 20 minutes because of the incident. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 1475005050, 510k # k102807 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.